Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist in battery compartment; never changed battery cap) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 110/4/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: pump fails to power on. Unable to perform steps 4, 7-13 and 30 due to no power to pump. Corrosion was found in the battery compartment. A battery compartment crack was found alongside of pump and below bumper pad. Pump leaks at battery compartment. Pump opened and moisture damage found on pcb. No power due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.